Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the reported issue could not be confirmed. In addition other issues were noted; the test strips were evaluated and found to be misclassified by the meter. The meter reported ¿control solution¿ when blood has been applied to a strip.when tested with control solution, an error 4 was observed with no assignable cause found. The test strips were found to have results below range when tested with control solution and it was noted that the strips were contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.